Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent laparoscopic repair of incarcerated incisional hernia on (B)(6) 2017. It was reported that the patient experienced adhesions, hernia recurrence and right lower quadrant pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information : a2, d3, g1, g2.